Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e2, e3, e4 and correction to g3 of the initial medwatch. The aware date should be jul 22, 2024 additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the failure of a lamp that might cause error code e103. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited lamp failure. There were no reports of patient involvement.